Event description:
A representative from the reseller reported on (B)(6) 2021 that a lab user reported that after the cobas 8000 was replaced at the customer site, an incorrect configuration setting in the instrument's data manager (dm) resulted in incorrectly formatted result messages being sent to the laboratory information system (lis). Investigation determined that for the havqual observation interpretations, reactive/non-reactive were not being set correctly based on the reported qualitative results of -1 or +1. Investigation determined there was no malfunction of the instrument manager device. The investigation found that erroneous results were reported for 201 patients. Data innovations received a response from the reseller that the customer is working on the investigation to identify patient harm. This investigation is ongoing at the time of this report.